Event description:
Was directed by physician to use a catheter at home four times per day. Physician set up a delivery system from liberator/bard with the magic3 go intermittent urinary catheter. Within a matter of two days of using said catheter, I developed a urinary tract infection (uti). No antibiotic resolved the issue. I had to work with an infectious disease physician, who thought she was treating a drug-resistant bacteria. Five months into treatment with the infectious disease physician, I rec'd notice from the catheter distributor of an immediate recall of not only the type of catheter I was using but also of all of the serial numbers of the caths I had used. As it turns out after two months, my physician determined I no longer needed to use the catheter, and the urinary tract infection (uti) cleared up. My ID physician had me remain on the out-of-pocket, expensive medication for a year and a half to ensure that the bacteria was removed from my body. The vaginal pain, the irritated bladder (for over a year on the long term medicine), the mental angst of being fearful of bladder and ultimately kidney disease, the cost, liberator and bard have dismissed my concerns. I still have some of the catheter's w/ the recalled serial numbers. The infectious disease physician and I believe that the urinary tract infection (uti) was more than a coincidence. The compromised catheters caused me to re-infect myself each time I used one. Bard will not confirm if other people were impacted and have dismissed my very real concerns. I have all of the dates and medications for the utis.